Event description:
Allegedly, patient underwent a hip resurfacing procedure on his left hip on (B)(6) 2006, after surgery experience serious pain in his left hip then the patient received revision of his left resurfacing implant to a total hip replacement on (B)(6) 2007, to remove the conserve plus implant.